Manufacturer narrative:
(B)(4). The sample will not be returned for eval.

Event description:
Complaint was received via maude event report. It was reported the tip of the wire broke upon removal, leaving an approx 1.3cm fragment in the soft tissue of the pt's wrist. No add'l info has been provided.